Manufacturer narrative:
Concomitant medical product: product ID: 3889-28, lot# va0tryj, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer reported that over the past "few weeks," beginning in (B)(6) 2015, the implant had reset itself, "maybe down to zero." The patient, who was indicated for fecal incontinence and gastrointestinal/pelvic floor, experienced a return of symptoms. The system was reset by the manufacturer representative on (B)(6) 2015 when the patient met with them and it was noted that the doctor&#38112;office had also reset it once before. The consumer was unsure of the status of the implant, but wanted to know what could change the patient's settings. No cause of the issue, troubleshooting, or actions taken to resolve the issue was noted. Further follow up is being conducted to obtain additional information. A follow up report will be sent if additional information is received.